Manufacturer narrative:
Device analysis: the oad was rec'd with the original cable assembly, but the guide wire was not returned for analysis. A container holding biological material was also returned with the device. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event; the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the crown or the driveshaft of the device. An analysis was not performed to identify the exact makeup of the returned biological material, but its appearance resembled that of soft plaque. There was no other damage observed with the device or its components. The device functioned normally during analysis, with no defects observed. At the conclusion of the failure analysis investigation, the root cause of the reported event is unk. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the f/u angiogram indicated slow flow distal to the treated area. The lesions being treated were located in the common femoral (cf) artery (60mm) and a total occlusion in the sfa (80mm). Calcium was not significant under angio. The physician used a 6f introducer sheath to access the target lesion and parked the tip of the guide wire in the tpt. He performed 4 runs: 20sec, 20sec, 15sec and 15sec in the sfa, followed by 4 runs of 20sec each in the cfa which established good antegrade flow. He then performed angioplasty with a 6.0x10 balloon and established flow in the distal sfa. He proceeded with cryoplasty in the cfa and the proximal sfa using a 7.0x80 cryoplasty balloon. Residual stenosis in the cfa was treated with a 7.0x60 pta balloon which decreased the lesion to <30% with good distal flow. Thrombus was noted in the tpt, so aspiration thrombectomy was performed which established 2 vessel runoff in the at and pt arteries. Some residual thrombus remained in the peroneal artery, but timi 1 flow was noted distally in the vessel. The case was successfully completed with no pt complications.